Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: a retain cartridge from lot # 301609 has been evaluated by product analysis on (B)(4) 2011 with the following findings: a visual inspection of the cartridge was performed. No damage or defects were noted. A leak test was performed with no failures observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
The patient reported that he pulled the cartridge out of the pump and smelled insulin in the cartridge compartment. The patient reported that he turned the pump over and insulin poured out of the compartment. The patient confirmed that the luer connection was dry but stated there was liquid in between the o-rings of the plunger. The patient reported that he fills the cartridge with 120 units of insulin and the cartridges are never pulled past the 200 unit mark. This complaint is reported as a malfunction based on the allegation that the cartridge leaked.